Manufacturer narrative:
The device was not received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. Due to the increased rate of occurrence of this issue a CAPA has been opened to further investigate the issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the balloon ruptured while inflating during testing on a table. It was filled with 0.75 ml. No patient was involved.